Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the reported issue. While troubleshooting the unit, the motor drive's power transistors started to overheat during the ventilator's normal operation. The power transistors showed the incorrect voltage levels during turbine operation. Carefusion scrapped the defective component and sent a replacement part to the customer. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the units motor board would not rotate. While in service, it was discovered that the motor board was overheating. This reportable issue was discovered while in service, therefore there was no patient involvement.